Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was shield activation issues. The following information was provided by the initial reporter: translated to english. The customer stated: "according to the customer's report, the safety shield didn't work."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was shield activation issues. The following information was provided by the initial reporter: translated to english. The customer stated: "according to the customer's report, the safety shield didn't work."